Event description:
Same cases as: 2134265-2015-01523, 2134265-2015-01524, 2134265-2015-01525 and 2134265-2015-01526. It was reported that an automatic pullback failure occurred. The 50% stenosed target lesion was located in the mildly tortuous and calcified right coronary artery (rca). During angioplasty, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter in order to visualize the target lesion. However, clicking sound was heard from the motordrive unit (mdu), which then became into a rattling sound; subsequently, automatic pullback failure occurred. It was noted that the image display was good and the motordrive unit¿s lcd display was normal, yet, it could not perform an automatic pullback. In order to resolve the issue, the sled which was noted to be properly connected, was disconnected and reconnected; however, same issue occurred. Moreover, they exchanged the atlantis¿ sr pro imaging catheter with another two of the same device, and noted that the images were fine and no issues were observed with the catheters. Lastly, all connections were checked and reseated; still, no resolution was found. Manual pullback was then performed to complete the procedure. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in good condition. Examination of the device revealed that the unit met specifications for functional test and successfully underwent a continuous burn-in for 6 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as: 2134265-2015-01523, 2134265-2015-01524, 2134265-2015-01525 and 2134265-2015-01526. It was reported that an automatic pullback failure occurred. The 50% stenosed target lesion was located in the mildly tortuous and calcified right coronary artery (rca). During angioplasty, an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter in order to visualize the target lesion. However, clicking sound was heard from the motordrive unit (mdu), which then became into a rattling sound; subsequently, automatic pullback failure occurred. It was noted that the image display was good and the motordrive unit's lcd display was normal, yet, it could not perform an automatic pullback. In order to resolve the issue, the sled which was noted to be properly connected, was disconnected and reconnected; however, same issue occurred. Moreover, they exchanged the atlantis sr pro imaging catheter with another two of the same device, and noted that the images were fine and no issues were observed with the catheters. Lastly, all connections were checked and reseated; still, no resolution was found. Manual pullback was then performed to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).